Event description:
A theatre manager reported that a patient experienced a corneal burn during a cataract surgery. The surgeon was performing a bi-manual procedure, when he picked up the handpiece not realizing the irrigation was not attached. The surgeon inserted the handpiece into the patient's eye and the event resulted in corneal burn. The theatre nurse confirmed it was surgeon error. Additional information has been requested but not received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).